Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to replicate a black screen issue, however, the programmer was discovered to have hard drive corruption. Analysis confirmed the keyboard is missing keys. Analysis also found broken keyboard hinges, broken power cord bay, and a loose rf (radio frequency) head connector on a printed circuit board assembly.

Event description:
It was reported the keyboard is missing keys, both door hinges are broken, and the screen goes black frequently. The programmer wasreturned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.